Manufacturer narrative:
During a site visit by the field service engineer (fse), the fse heard a loud noise and saw smoke coming from behind the module with no power coming from the power supply of alinity I, serial # (B)(6). There was no fire seen nor further damage to the instrument. The analyzer was disconnected from the power supply, and there was no injury to personnel reported. The main power supply was replaced by the fse which resolved the issue. A review of the service history for alinity I sn# (B)(6) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the alinity I or the alinity I power supply. Labeling was reviewed and contains adequate information on troubleshooting, removal/replacement of the part, electrical hazards, and electrical safety. There was no fire damage observed. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
Smoke was observed after hearing a loud noise from the back/bottom of the alinity I processing module. No fire was observed. No impact to user safety or patient management was reported.